Event description:
It was reported that revision surgery was performed due to rapid polyethylene wear of the acetabular liner. This patient received an off-label implantation of depuy acetabular components, and a smith and nephew femoral head and stem.